Manufacturer narrative:
The device and angiograms were not returned to essential medical for investigation. Due to the lack of available information, a root cause for the collagen tearing cannot be determined. The risk of failing to achieve hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair has been identified as possible adverse events related to the deployment of the vascular closure device in the IFU. The device history record (DHR) documentation was reviewed and confirmed no non-conformities were identified related to this incident. The risk documentation was reviewed and this incident is a known risk. The occurrence rate for this type of incident remains below risk documentation's acceptable limits. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
An investigation has been opened to review the device history record and risk documentation for this incident.

Event description:
It was reported that the collagen from manta 18f had partially "detached" from the suture while the tamper tube was drawn back following the lock advancement stage of deployment. The physician estimated that one third of the collagen stayed in place. He also commented that the toggle and lock stayed in place. Prolonged compression and balloon inflation for tamponade at the access site were used to induce hemostasis.